Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, endoleak, aneurysm enlargement, and surgical conversion.¿

Event description:
On (B)(6) 2015, a patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. A type ii endoleak was reportedly observed during the procedure. The physician elected to monitor the endoleak, and the procedure was completed without further treatment. According to the report, the aneurysm measured 46mm in diameter at this time. On an unknown date in 2021, a persistent type ii endoleak and aneurysm enlargement to 80mm were reportedly observed on follow-up imaging. On an unknown date in (B)(6) 2022, the aneurysm had reportedly enlarged to 90mm in diameter. On (B)(6) 2022, an aneurysmorrhaphy was performed to treat the endoleak and aneurysm growth. The patient tolerated the procedure.

Manufacturer narrative:
H6: code 213: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: conclusion coding updated. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) state ¿adverse events that may occur and/or require intervention include, but are not limited to, endoleak, aneurysm enlargement, and surgical conversion.¿ users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.